Event description:
On (B)(6) 2023 patient had a cardiac ablation procedure, which utilized 3 mvp access sites. For the procedure, the vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was later discharged. 2 days' post procedure, patient had discomfort at the access. This grew to pain, redness and swelling. Patient returned to the hospital and was diagnosed with an abscess in the groin which was corrected with surgery on (B)(6) 2023. No further injury or complications noted.

Manufacturer narrative:
The review of the DHR was unable to performed as the lot number was not known. The device was not returned for physical investigation. Conclusion: a culture was not taken to verify the infection (abscess). The patient required surgery to correct the infection. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probable that the irritation/infection occurred post procedure through site care, but this cannot be determined without additional information.